Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 06/04/2024, it was reported that the patient received an alert on the mobile device for low readings (showing 40 mg/dl). It was not specified if the patient had symptoms or checked the bg. He took sugar pills to treat the ul egv. An unspecified time after treatment, the dexcom device was still showing low. The patient felt tired and had dizziness and took a fingerstick at home which was 400 mg/dl. The spouse drove the patient to the hospital. When they reached hospital, the egv was still showing low. The complaint notes the patient had dka. The patient had 2 blood tests at the hospital and was treated with IV saline before discharge after 3 hours. The patient was reportedly in good condition after being discharged. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.